Event description:
(B)(4). The dentist reported 4 months after the dental implant was installed in intraoral region #14 it was verified its non osseointegration. Fortyfive ncm of primary stability was achieved and immediate load was performed. The implant was carried out immediately. Patient had low bone quality (bone type iii), bone graft was executed and the patient presented fenestration.